Manufacturer narrative:
The customer reported that the central nurses station did not alarm as it should have. The customer was able to provide a print out of the logs for nihon kohden to review. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurses station did not alarm as it should have.

Manufacturer narrative:
Details of complaint: (B)(6) 2018 customer reported the telemetry system was experiencing an issue with interpreting the alarms. The following information were requested from customer in order to investigate the issue: . An accounting of what occurred . Graphical trends . Tabular trends . Arrhythmia recall . Full disclosure . Alarm history . Event list . Is single or multi- lead analysis enabled . Alarm settings . Arrhythmia alarm settings . Log files the above information could not be obtained. Model/serial number of the concomitant devices such as telemetry transmitter(s), org receiver(s) were not available. Service requested: investigation. Service performed: request more information for the investigation. Information could not be obtained. Investigation result: cns device, pu-621ra serial number (B)(6) , was put into service on 10/19/2015. Service history for this device shows the following: (B)(6) 2019 300155749 - not related to current incident. (B)(6) 2018 300152646 - customer stated this cns did not alarm. Review of the data provided showed device functioning as intended. The root cause of the issue was user not understanding device settings and parameters. (B)(6) 2018 300131056 - current incident. (B)(6) 2018 300124894 - not related to current incident. (B)(6) 2016 300046873 - not related to current incident. Service history for this facility showed customer reported a similar issue on (B)(6) 2018 under ticket (B)(4). The root cause of the issue was determined to be user not understanding device functionality and settings. The issue was resolved with nk clinical staff providing customer explanation on settings and device functionality. Cns-6201a operator's manual advised customer on alarm function, settings (including alarm limits ranges), arrhythmia recall, and alarm priorities. Investigation conclusion. Service history for this facility showed customer reported a similar issue on (B)(6) 2018 under ticket (B)(4). The root cause of the issue was determined to be user not understanding device functionality and settings. The issue was resolved with nk clinical staff providing customer explanation on settings and device functionality. Cns-6201a operator's manual advised customer on alarm function, settings (including alarm limits ranges), arrhythmia recall, and alarm priorities. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? ; additional information ; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Event description:
The customer reported that the central nurses station did not alarm as it should have.